Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was found to be turned off on (B)(6) 2013 and following two visits to the emergency room from "around (B)(6) 2013" and "years back." It was stated that prior to the most recent shut off, the patient had been exposed to an "electronic lift chair" and an electric shaver. It was additionally reported that the patient "hadn't been very well for two or three days" prior to the discovery that the device was turned off. The patient was stated to have been "sitting there in his chair" while he "was having some twitches and things and then he just really twitching and jerking." It was reported that only "the right side (nfw162658h) got the amber light" and needed to be turned back on. It was additionally reported that the patient was being concurrently administered drugs for their condition. Additional information has been requested. A supplemental report will be filed if additional information becomes available. Reference MFR. Report # 3004209178-2013-02843 for information about the patient's other device.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2005. Product type: programmer, patient: product ID 3389-40, lot# j0504427v, implanted: (B)(6) 2005. Product type: lead: product ID 3389-40, lot# j0537462v, implanted: (B)(6) 2005. Product type: lead. (B)(4).